Manufacturer narrative:
The customer¿s report of a balloon in the silicone segment was confirmed. Visual inspection showed that the silicone segment tubing had a balloon bulge near the upper fitment. Functional testing via gravity and lab pump was performed; no issues were observed. Additional testing was performed by administering an IV push first by occluding the tubing above the injection port, and then again by not occluding the tubing. The IV push performed by not occluding the tubing above the injection port resulted in a bulge/balloon when the device door was opened. The root cause of the balloon/bulge in the silicone segment was an IV push medication or flush executed below the pump without first clamping the tubing above the injection port. This action was found to result in excessive pressure within the silicone segment thus causing the silicone segment to bulge/balloon.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a bulge in the tubing while infusing. There was no patient harm.